Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed red lumps, like hives, underneath the therapy electrodes. Irritation is bleeding from the patient scratching their skin. The patient's cardiologist recommended the patient use a cream on the affected area. During a follow-up, it was reported that the patient's irritation improved.